Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was preoperatively diagnosed with status post fusion t11-12 with possible soft tissue irritation secondary to hardware as well as pseudoarthrosis and underwent the following procedures: removal of posterior spinal instrumentation at t11-12. Exploration of t11-12 posterior fusion. Excision of pseudoarthrosis with revision and posterior fusion t11-12 using bone morphogenic protein with autograft matrix. As per the op notes: ¿we placed the autograft matrix with rh bmp-2/acs at t11 and 12 for posterior revision and posterior fusion. We were careful not to suck or irrigate after the rh-bmp-2/acs was placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.